Event description:
It was reported that device embolization occurred. A left atrial appendage (laa) closure procedure was performed, and a 27mm watchman flx pro closure device was implanted. Prior to the procedure, preplanning was discussed between clinical and the physician. During the procedure, a 27mm closure device was chosen. There were two (2) partial recaptures during the procedure. The closure device met position, anchor, size and seal (pass) criteria. The patient was stable throughout the entire procedure. When the procedure ended, the patient was taken to a room to recover. That afternoon, the patient received a routine surface echocardiography and upon this echocardiography it was noted that the 27mm closure device had embolized from the laa and was sitting in the patient's left ventricular outflow tract (lvot). The patient was stable and was brought back to the laboratory under general anesthesia (ga) and transesophageal echocardiography (tee). The physician gained right and left femoral access and used a non-boston scientific (bsc) gooseneck snare through right femoral access to retrieve the closure device and pulled it into the sheath. The snaring of the closure device was successful. The patient was admitted overnight. The patient was discharged and is expected to fully recover.

Manufacturer narrative:
B5 describe event or problem: updated with additional information received.

Event description:
It was reported that device embolization occurred. A left atrial appendage (laa) closure procedure was performed, and a 27mm watchman flx pro closure device was implanted. Prior to the procedure, preplanning was discussed between clinical and the physician. During the procedure, a 27mm closure device was chosen. There were two (2) partial recaptures during the procedure. The closure device met position, anchor, size and seal (pass) criteria. The patient was stable throughout the entire procedure. When the procedure ended, the patient was taken to a room to recover. That afternoon, the patient received a routine surface echocardiography and upon this echocardiography it was noted that the 27mm closure device had embolized from the laa and was sitting in the patient's left ventricular outflow tract (lvot). The patient was stable and was brought back to the laboratory under general anesthesia (ga) and transesophageal echocardiography (tee). The physician gained right and left femoral access and used a non-boston scientific (bsc) gooseneck snare through right femoral access to retrieve the closure device and pulled it into the sheath. The snaring of the closure device was successful. The patient was admitted overnight. The patient was discharged and is expected to fully recover. It was further reported that before release of the closure device there was only one recapture, compression was measured at 20-25 percent and the left atrial appendage pressure measured 16.